Event description:
During revision total hip arthroplasy performed in 2004, it was reported that tool fractured during use of drive cement removal system. Surgery was extended to remove disk drill from the distal portion of the femur. Furthermore, during reattachment of the trochanter, it was reported that trochanter bolt fractured. No furthr details have been provided to date.